Event description:
It was reported that the doctor exchanged the lens in a secondary procedure in the left eye as the lens was malpositioned. It was stated that the explanted lens was a model zmb00 with a 15.0 diopter and the replacement lens was a model zmb00 with an 18.0 diopter.

Manufacturer narrative:
(B)(4). The explanted lens was returned to our manufacturing facility for evaluation. A visual inspection showed a lens where the optic was cut in half. No optical deviations on the optic parts were found. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. The device manufacturing records were reviewed and showed no deviations. The diopter measurement records verified and was shown to be within specifications. This was in compliance with the labeled dioptric power of 15.0 diopter for the lens. The batch passed all acceptance criteria for all tests performed and was within specifications. All pertinent information available to abbott medical optics has been submitted.